Event description:
It was reported that the right atrial (ra) lead was experiencing high and varying impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
The right atrial (ra) lead was removed and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6948, implantable tachy lead, (B)(6) 2005. (B)(4).